Event description:
It was reported that the tracheostomy tube cannula seems to be tearing at curve. It is unknown if the product was tested or visually inspected prior to use. The problem was noticed after more than one month of use. There was no report of patient harm, serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product involved in this complaint is part of a field safety corrective action (fsca). Medtronic is conducting a fsca following reports from customers who recently switched from a current shiley¿ neonatal or pediatric product to an affected product. Patients reported they experienced discomfort immediately after the switch.